Event description:
The hcp reported that patient had been experiencing a burning sensation and abdominal cramps and spasms. The patient could feel the pump moving in her abdomen and did not feel she was receiving benefit from the pump - intermittent loss of baclofen effect. The patient did not manipulate the pump. The pump flipping was first observed in 08/2006. The catheter was determined to have migrated. Manual correction of the pump flip was attempted. Per the op note, "the old pump was visualized and found completely detached from the abdominal pocket with many loops of catheter twisted on the nozzle which had a large amount of catheter in place." A catheter and pump revision were performed, due to the "device moving and flipping/free floating." The patient recovered and was stable, but did experience right foot drop that the hcp reported was related to the surgery and not the pump.